Event description:
It was reported that the patient experienced pain in the incision site and dysuria following an initial inflatable penile prosthesis (ipp) implant procedure. During an appointment with the physician it was seen that the incision was well healed and the prosthesis was in a good position. No additional information was reported.